Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was being revised for worn poly liner in tha. Head and liner were replaced. No further patient information available. Pfc stem was found to be loose. Unable to provide part/lot information for the stem. The stem was revised to a cemented summit stem, as well as the liner and head as previously mentioned. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.